Event description:
Patient was implanted with an olecranon plate, six 2.7 locking screws, two 3.5 cortical screws and one 3.5 locking screw on (B)(6) 2012. Patient was returned to the or on (B)(6) 2013 for hardware removal due to skin necrosis of the olecranon region. It was reported that the proximal part of the plate was exposed from the skin prior to returning to the or. Subsequently, all hardware was removed from the reportedly healed fracture. Reportedly only the plate was exposed from the skin; no screws were reported as exposed. This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.